Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford tibial component; item# unknown; lot# unknown. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty approximately ten years and six months prior. Approximately six months before the revision surgery, the patient began experiencing knee discomfort and later presented after the pain worsened. Evaluation, including CT imaging, identified a damaged bearing, with a fragment having migrated to the posterior aspect of the femur and becoming surrounded by soft tissue. During the revision surgery, no metallosis was observed and the fixed implant components were found to be in good condition. Therefore, only the bearing was revised, with the thickness increased from 3 mm to 4 mm. Difficulty was encountered in removing all fragments of the fractured bearing, requiring the patient to be repositioned and an additional incision to be made in order to retrieve all remaining pieces. Attempts have been made and no further information has been provided at the time of this report.